Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient activated a new pod last friday but received a "pod not compatible" message. They attempted to use several pods, but the same error persisted. The also replaced the sensor and tried five additional pods without success. A nurse then removed the current sensor and pod and used replacements from her own stock, but the controller continued to display the same error. The following morning, six more pods were tested, but the issue remained. Multiple power cycles were performed, and a hard reset was completed with the legal guardian, including re-entering all settings. Despite trying a new sensor and pod, the "pod not compatible" message still appeared. As a result, the patient was without insulin for approximately 6 hours. No treatment details were reported. The pod was discarded. This incident was noted as one of two cases where the patient required an ER visit. The other case is for the controller is documented in insulet case # (B)(4).